Event description:
Device inserted hospital 3/29/93. Pt. In outpatient chemo to receive chemotherapy. Appx 20 min after IV begun, a 1 x 1 inch raised area noted above needle site. IV stopped, portogram ordered & revealed 2 areas of laceration in the tubing with no dye going through tip. Device removed, chemo given peripherally without problems. No injury to patient.